Event description:
It was reported that during the wound check that the right ventricular lead showed high capture thresholds. The physician decided to reposition the lead. The lead was disconnected from the generator and the lead screw was retracted, but could not be advanced back into the right ventricle. The physician attempted more than twenty rotations and the helix would not deploy. A new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - we did receive performance data collected from the device and have analyzed the data and no anomalies were found. The full lead was returned and analyzed. Analysis revealed that the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism (sleeve head). There was blood in/on the helix/lobe mechanism. There was apparent explant damage.